Event description:
A user facility biomedical technician (bmt) reported that the blood pump rotor was causing the blood pump tubing to tear (resulting fluid and blood loss ensued) during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the event occurred sometime last month in october and was unable to provide specific details on the event. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump has been replaced on this device). The bmt stated the rotor lasted an approximate 8,000 machine hours before the failure occurred. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred, and the serial number of the machine was unable to be provided. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that the blood pump rotor was causing the blood pump tubing to tear (resulting fluid and blood loss ensued) during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the event occurred sometime last month in october and was unable to provide specific details on the event. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump has been replaced on this device). The bmt stated the rotor lasted an approximate 8,000 machine hours before the failure occurred. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred, and the serial number of the machine was unable to be provided. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A product history review was not performed as the serial number was unknown and was not provided. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported that the blood pump rotor was causing the blood pump tubing to tear (resulting fluid and blood loss ensued) during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the event occurred sometime last month in october and was unable to provide specific details on the event. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump has been replaced on this device). The bmt stated the rotor lasted an approximate 8,000 machine hours before the failure occurred. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred, and the serial number of the machine was unable to be provided. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: h6 device component code.